Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value was 146 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump is out of warranty and would not be replaced.